Event description:
It was reported that upon review of the submitted lvad event log file, a transient pump reset event was observed on 15feb2024 at 14:26:42.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump reset; however, a specific cause for this event could not be conclusively determined through this evaluation as there is no controller event data available for this timeframe. The controller event log file contained events spanning from 03mar2024 to 09mar2024. The pump appeared to have been operating as intended at the set speed. The lvad (left ventricular assist device) event log file contained events spanning from 03feb2024 to 08mar2024. A transient pump reset event was captured on 15feb2024. The pump ramped back up to the set speed shortly after the event. No other notable events were captured. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas instructions for use and patient handbook outline all system controller alarms, as well as the appropriate actions associated with them. These documents warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Section 5 of the heartmate 3 left ventricular assist system instructions for use and section 7 of the heartmate 3 left ventricular assist system patient handbook, rev. D outline all system controller alarms, as well as the appropriate actions associated with them. The user is warner of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.